Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise with oversensing. The noise was replicated with a new generator during a routine procedure to change the old generator. The lead was capped (B)(6) 2019 and replaced during this procedure. The patient was stable.